Event description:
It was reported that a movement/shift occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx laa closure device was implanted. At the patient's 45-day follow-up appointment, transesophageal echocardiography (tee) identified that the closure device had shifted with a large shoulder visible at lower angles and a smaller shoulder visible circumferentially. The compression was ranging from 9% to 16%, and there was no leak reported. The patient has a CT scheduled in two (2) weeks as a follow-up. No further action was taken to treat this event.